Event description:
It was reported that the patient¿s pacemaker exhibited noise. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the noise issue was discovered during an in-clinic follow-up. The pacemaker was noted to exhibit noise oversensing resulting in inappropriate mode switch. No changes or intervention were performed. The patient was in stable condition.